Event description:
The machine turned off without alarm. The rn used the hand pump on the device when he saw that the machine was not working. The machine turned back on spontaneously and intermittently failed again by turning off. The rn continued to hand pump the patient. The machine was ultimately replaced with another machine.